Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited pacing lead impedance anomaly. The lead was capped and replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Patient weight is unknown.

Event description:
New information states that the patient presented in clinic. Upon interrogation the right ventricular lead was noted to be fracture. High impedance and inability to pace was also reported. The patient tolerated the procedure well.